Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported issue could not be verified. Manufacturing record review: the manufacturing process record was evaluated and there were no non conformances with respect to the manufacturing process. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct150, 23.0 diopter intraocular lens (iol) when being inserted into the eye of the patient, a scratch was noticed on the iol. The lens was removed and replaced with the back-up lens. Patient was fine post-op. No further information was provided.